Event description:
The caller reported that the t: slim x2 pump battery would not charge and the pump screen was dark. There was no adverse impact to the customer¿s blood glucose level as the pump issue did not cause the level to exceed 500 mg/dl. Despite various troubleshooting steps, such as using different adapters and cables, the issue was not resolved, and support decided to replace the pump.